Event description:
It was reported that, during the photoselective vaporization of the prostate procedure, the metal cap came off of the fiber while it was in use. The fiber then began forward firing rather than side firing as intended. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.